Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female patient in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported the automated impella controller (aic) had a purge disc not detected alarm after cassette change. The aic was replaced, and the issue resolved. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs reported issue that purge disc couldn't be detected was confirmed. Visual inspection revealed the purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the issue was a broken purge disc flag. D9 date device returned to manufacturer added.